Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got pump error alarmed due to power loss . The customer¿s blood glucose level was unknown. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
There was no unexpected power loss anomalies, black screen anomalies, error 52 alarms, buzz/beep/audio anomalies, restart anomalies, blank display anomalies, off no power anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms during testing on the insulin pump. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.